Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One eztetic dental implant (ct3111) was returned for investigation. Visual inspection of the returned product identified minor wear around the external threads and the collar due to usage. Measurements were taken using and through dimensional analysis and comparison to production drawing it was determined that the device met design specifications. The reported implant was located on tooth #26 and had been implanted for approximately 5 months. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient develop peri-implantitis. The implant was returned but the reported complaint of peri-implantitis could not be verified. Bone loss could not be verified since x-ray images were not provided. Additionally, infection could not be verified through visual inspection of the returned device since it is a medical condition. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported that after placing implant ct311 in site #26 the patient developed peri-implantitis. Peri-apical abscess is also reported. The implant was removed and patient sent home to heal for six months.